Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider alleges the chair is veering to the left.

Manufacturer narrative:
Additional/updated information was added to reflect the left motor/gearbox assembly being returned to the manufacturer for evaluation, and subsequent testing verified the complaint of the wheelchair veering. Per the initial evaluation, the motor brake pad was not fully disengaging causing drag. An expanded evaluation was performed. The expanded evaluation report confirmed that the motor was found to underperform during drive testing due to a mechanical brake release failure. The brake pad was not fully releasing when electrically actuated. This could have caused the parent wheelchair to veer if the partner motor was functioning properly. The cause of the brake release failure could not be determined. Additionally, a foreign black liquid was found on the motor and parking brake, but its impact on the brake release failure could not be determined.

Event description:
Provider alleges the chair is veering to the left.